Event description:
It was reported in an article reviewed by MFR that vns pts experienced arrhythmia.

Manufacturer narrative:
Annegers jf, coan sp, hauser wa, leestma j. Duffel w, tarver b. Epilepsy, vagal nerve stimulation by the ncp system, mortally and sudden, unexpected, unexplained death. Epilepsia 1998;39:206-12. Annegers jf, coan sp, hauser wa, leestma j. Epilespy, vagal nerve stimulation by the ncp system, all-cause mortality, and sudden unexpected, unexplained death. Epilepsia 200;41:549-53.